Event description:
The user had a patient plasma sample in a bd heparin tube poured off into a false bottom tube which had a probnp result of 6.42 pg/ml on (B) (6) 2010. The user retested it on (B) (6) 2010 on the same elecsys 2010 with a result of 8761 pg/ml and on the e411 analyzer with a result of 11324 pg/ml. The result of 6.42 pg/ml had been reported. The user did not have information concerning if the patient was adversely affected. On (B) (6) 2010, the user pulled a sample from a different patient and ran it on both the elecsys 2010 and the e411 for comparison of tsh. The result from the elecsys 2010 was 0.019 miu/ml and the result from the e411 was 0.009 miu/ml. As the user did not known which patient the sample came from, the user could not provide the original tsh result that had been reported or any information concerning if the patient was adversely affected. The user stated she believed the results from the e411 to be correct. The probnp reagent lot number was 155234 and the tsh reagent lot number was 155318. The field service representative determined there was a mechanical failure which popped the top cover off the sr probe. He adjusted the top cover. To verify the analyzer operation, he ran calibration and controls with acceptable results.